Event description:
It was reported that white particles/shavings were found in the syringe s2 ns 5ml before use. The following information was provided by the initial reporter: "reported that there are particles (white shavings in both syringes (5 and 10 ml). It looks like rubbed off the stamp. No patient contact, impact nor injury reported. The customer saw the particles before use. The syringes were not used. The particles are inside the syringe, white and probably made of plastic.¿"

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9148822 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, white particles were observed within the syringe barrel. These white particles were identified as lubricant particles from the syringe barrel manufacturing process. Lubricant is added to the syringe to ensure proper functionality of the plunger rod and is inherent to the design of the two piece syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that white particles/shavings were found in the syringe s2 ns 5 ml before use. The following information was provided by the initial reporter: "reported that there are particles (white shavings in both syringes (5 and 10 ml). It looks like rubbed off the stamp. No patient contact, impact nor injury reported. The customer saw the particles before use. The syringes were not used. The particles are inside the syringe, white and probably made of plastic."